Manufacturer narrative:
The suspect device was evaluated onsite. The reported problem could not be reproduced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "b30" error occurred during an examination. Upon reconnecting the endoscope, the error did not occur again during the examination. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause could not be estimated because the phenomenon did not replicate in the service sector. As a note, error code b30 is an error that occurs during communication failure between the scope and the processor. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.